Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the tip clamp and tip retaining clip in the reported problem area of the pipette assembly. The instrument was inspected, tested without further problem, and returned to service.